Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for unknown plate. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown plate. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lädermanna, a. Et al (2017), functional recovery following early mobilization after middle third clavicle osteosynthesis for acute fractures or nonunion: a case-control study, orthopaedics & traumatology: surgery & research, vol. 103 pages 885-889 ((B)(6)). The primary purpose of this prospective case-control study is to evaluate the efficacy of immediate mobilization following open reduction and internal fixation (orif) of a midshaft clavicular fracture with a locking compression plate (lcp) plate. The secondary purpose is to evaluate the speed of functional recovery between acute and nonunion cases. Between october 2011 and july 2015, a total of 42 patients (35 males and 7 females with a mean age of 42±13 years) were included for the study. These patients were divided into two groups; acute midshaft fracture group with 31 patients and nonunion midshaft clavicle fracture group with 11 patients. Both group of patients were surgically treated using an unknown synthes straight 3.5 mm lcp plate (depuy synthes, (B)(4)), with a combination of compression and stabilization screws. The mean follow-up was 33 months postoperative (range, 12 to 78 months). The following complications were reported as follows: 25 cases of lcp plate ablation. The 1 case of shoulder was frozen, which recovered non-operatively. The 1 case of delayed union which took 6 months to unite. The 2 cases of superficial infections which resolved with oral antibiotics. Unknown number of patients from both groups required physical therapy (did not achieve complete range of motion and strength at 6 weeks post-op). This report is for an unknown synthes locking compression plate (lcp). This is report 1 of 3 for (B)(4).